Manufacturer narrative:
(B)(4). The g5 system is associated with product code pqf.

Event description:
Dexcom was made aware on (B)(6) 2017, that on (B)(6) 2017, the transmitter had a pairing issue. No additional event or patient information is available. Data log was reviewed for evaluation on (B)(6) 2017. Complaint for reported pairing failure confirmed. The root cause could not be determined. Based on investigation results, this issue has been upgraded from non-reportable to reportable. Complaint device was returned for evaluation. A visual exterior inspection was performed on the transmitter and it passed. A voltage test was performed on the transmitter and it passed, resulting in 0.21 volts discharged. A pairing test was performed on the transmitter, with the nordic bluetooth pairing device and it failed. A functional test was performed on the transmitter and it passed. Share data logs were reviewed, finding nothing related to the customer complaint. The complaint of pairing issue was confirmed. The root cause is a defective transmitter.